Event description:
The valve was abandoned at implant due to concerns with coronary obstruction and the left ostial position. Intra-operative inspection noted the location of the rail was left of the coronary ostia and was not blocking it; incorrect product size suspected. The device was replaced during the case with no patient complication reported.